Event description:
The centrifuge lid spring -gas spring- is usually attached to the lid at one end and internally inside the centrifuge housing at the other end. The spring became detached from its bracket at the internal end and swung freely. The user forced the lid down repeatedly and caused the lid spring to rupture the protective shielding around the internal isolation transformer. This caused a short circuit, the internal fuse burned through. No injuries were reported. (B) (4)